Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v867003, implanted: (B)(6) 2012, product type: lead. Product ID: 37092, lot# 292790001, implanted: (B)(6) 2012, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4)

Event description:
It was reported the patient went to the office the day prior to report and there were no contacts programmed into the device and the voltage was at 0. There was a loss of therapeutic effect both 6 months and two weeks prior to report. Impedances were checked and there was a reading of <(><<)>250 ohms. Contacts 8 and 11 showed 32 ohms. The manufacturer representative programmed around it and got a sensory response. Additional information received reported two days later reported it was unknown if there was a 50% or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. Reprogramming was needed. The low impedances did not resolve and the cause of the low impedance was not determined. It was also unknown if there were any lead fractures. The patient outcome was unknown.